Event description:
Company received a report from an outpatient surgery center that two tubes were found to have leaks after pt intubation. The pt was successfully reintubated with the third tube. There was no pt harm reported.